Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the reservoir was removed for a secondary surgery need and while replacing the reservoir during a later procedure, serosanguinous fluid was noted in the tubing and all components were replaced.

Event description:
According to additional information received, after the first reservoir was removed for a secondary surgery need [unrelated], the tubing was not capped but tied off with a suture.